Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR has been created to document the asr / product code oto / exemption # e2014015. Total number of events summarized: 4. Restorelle - 4. Novasilk - 0 - attachment: [oto asr feb-mar 2018.pdf].

Event description:
As reported to coloplast, though not verified, patient's legal representative stated severe pain with daily activities, chronic urinary tract infections as well as vaginal discharge and reoccurring pelvic organ prolapse, persistent pain, mesh erosion.